Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2020-11-20. H6: investigation summary: one sample was returned to sbdm. From ir analysis, sbdm found that the fm is same component with material of rubber port in the vial (poly(isoprene), cis which is a natural rubber). Sbdm checked this complaint sample, the likely cause is that the spike was pierced through the rubber port, fragment of rubber port separated and then it flowed into the i.v set line. It might be occurred when too sharp injection hole in the spike tip is pierced too soft vial rubber. As per korean standard and specification of medical device, the IV set has filter installed at the end of line before the adapter rubber. As the filter size is 75 (200 mesh), there is little possibility that foreign matter can flow into human body. House sample inspection: sbdm checked 30 house samples of the complaint product (IV set an122 w/o pump ttype, lot no. 2007081, 2007201 & 2007221), stored in the company, there was no defective product found in them. DHR review: sbdm review the manufacturing record of complaint sample (lot no. 2007201), there is no issue while manufacturing. Customer complaint record review of complaint sample: sbdm review the customer complaint record of complaint sample, there is no similar issue of the same product from other customer. H3 other text : see h10.

Event description:
It was reported that the IV set an122 w/o pump t-type experienced foreign matter contamination. The following information was provided by the initial reporter: foreign material in IV set line.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the IV set an122 w/o pump t-type experienced foreign matter contamination. The following information was provided by the initial reporter: foreign material in IV set line.